Event description:
It was reported that an ilet user noted a blood glucose of 188 mg/dl after consuming a meal with more carbohydrates than usual but announcing a usual size meal leading to less insulin delivered than needed. Symptoms included hyperglycemia. Outcomes included self-management at home with guidance to allow automated correction and to reassess within 90 minutes, with no alerts, alarms, or medical intervention reported. Investigation included complaint intake and user education regarding meal announcements and accurate meal size entry. Investigation of this case revealed user-related use error related to incorrect meal size estimation, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique.